Event description:
The clinical research mgr reported that the tech went to unclamp the catheter on the arterial side and the front/top of the clamp snapped off. The pt is stable. The catheter has been removed.